Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was confirmed that this was the first replacement of the patient's patient controller and battery pack. The ins implant date was provided. The cause of the ins turning off was unknown. The patient was asked to note time and date of the ins turning off as troubleshooting. It was unknown if the ins issue was resolved, or if the replacement of the patient controller and battery pack resolved the issue.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were charging problems/charging frequencies for the last several weeks/months. The patient controller displayed screen 86 (batteries low) but when checking the patient controller showed 70% charged. Recharger was recharged to 100% but when using, the message appeared that recharging could not be continued as recharger was empty. Upon checking the recharger still had 70% battery level. The patient can adjust stimulation. There was no visible damage and no other codes have been reported. It was noted that the patient controller and recharger were already replaced once for the same issues. The patient controller and battery pack were replaced again. Another problem that was mentioned by the patient was that sometimes (especially during the night) they notice the ins has turned off by itself. Last time was +/- 2 weeks ago. The battery level was sufficient and ins was not turned off manually. Patient wakes up because pain was increasing and then when checking the system, sees stimulation was off.

Manufacturer narrative:
Netherlands medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.